Manufacturer narrative:
The customer reported the issue for the catheter balloons looked "jagged" (balloons were unwrapped compare when it was placed) was confirmed during the catheter inspection, however, the catheter balloons were unraveled as designed. A visual inspection of the returned catheter was performed and found no physical damage. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture noted. The balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for solex 7 catheter lot # 88298. Additional training on catheter placement was provided to the customer.

Event description:
A patient was hospitalized and a zoll solex 7 catheter was inserted by an untrained emergency department physician. The catheter was inserted into the internal jugular vein. Per reporter, when the patient arrived from the emergency department, the ICU nurse noticed that the catheter was not inserted far enough and received the order to remove the catheter. Per nurse, during the catheter removal, the catheter looked "jagged" (balloons were unwrapped compare when it was placed). The nurse raised a concern even after the expected catheter balloon expansion was explained. The catheter was replaced to continue ivtm therapy. No known impact or patient consequence information was available.